Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: multiple power on reset events was observed in the black box history on (B)(6) 2016. Moisture was observed in the battery compartment. A cracked battery compartment was observed from the threads on the left side of the grip pad and below the grip pad to the case seal. A leak test failed due to a battery compartment leak. The pump was unable to power on with the returned battery cap due to moisture damage observed under the contact spring. The battery cap however was free of damage and the reported stripped threads were not observed during device analysis. The power loss was duplicated due to battery cap moisture. The pump passed the 24 duration test with a test cap. The pump cover was opened; no further moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked. There was reportedly moisture and corrosion in the battery compartment. The battery cap reportedly was stripped and was replaced approximately 4 to 6 months ago. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.